Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qcs) were processed prior to running the affected patient sample, and qcs recovered within acceptable ranges. Siemens remotely instructed the customer to run qcs as a troubleshooting step, and level 3 qc recovered outside of the acceptable range. As per siemens instructions, the customer replaced the integrated multi-sensor technology (imt) sensor, imt salt bridge, and standard b. Then, the customer ran calibration and conditioning and dilution check. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse: ran a precision study and a comparison study on patient samples; replaced pump tubing, rotary valve seal, and imt sensor; performed maintenance and imt system clean; performed a conditioning and dilution check; and ran qcs. All checks and qcs recovered acceptably. Siemens further investigated the issue and determined that the customer does not centrifuge samples at the speed and time recommended by the sample tube's manufacturer. Sample integrity and preanalytical variables potentially contributed to the discordant, falsely low sodium result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension exl instrument. The repeat results were higher than the discordant result. The result obtained using the alternate dimension exl instrument was reported (as the correct result) to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.